Event description:
It was reported that dr. Deployed the 1st implant & before deploying the 2nd implant, suture from 1st implant came out. 1st implant is allegedly left in the patient unsupported. No patient injuries were reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Event description:
T1 was removed from the patient.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is dramatically bent. T1 is free from the needle; however it remains attached to the suture and needle. T2 is in its customary pre-deployment position on the needle. Functional assessment is prohibitive due to the damage to the needle. Further investigation is not warranted at this time.